Event description:
The customer contact reported that during preventative maintenance testing at the user facility, multiple s233 (overtemperature-psc) malfunction alarm codes were noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Additionally it was noted that the fan was making an abnormal noise. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.